Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pcs), a pod coil, and lantern delivery microcatheter (lantern). During the procedure, the physician placed the pod coil, followed by a pod pc, in the target vessel using the lantern. While placing the next pod pc, the pod pc would not form. The physician then retracted the pod pc and made another attempt to place it; subsequently, the pod pc unintentionally detached in the vessel. It was reported that a part of the pod pc unraveled and migrated into the hepatic artery. A snare device was not used, and the pod pc remained in the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.